Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the lens appeared displaced. Physician noticed the haptic had broken off in the patients eye. Physician did a iol exchange and put same type of other lens. Additional information has been requested.